Event description:
Pt was receiving stimulation and reported redness & blisters under electrodes. One week later pt went to dr, who stated she had 1st and 2nd degree burns (chemical), and even 3rd degree at bottom of area. Dr gave pt special burn cream.